Event description:
Davinci xi endoscope 30 connected to robot tower. Image on all monitors appeared yellowed. Message on the top of monitors showed yellow triangle with exclamation point and message, " endoscope image quality may be deficient. Contact customer service" scope removed from field. New scope in use at this time. No noted deficiencies with new scope.